Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The health care professional (hcp) had called in for programming magnetic resonance imaging (MRI) protection mode. Technical services (ts) stated that both device and this ra lead were MRI conditional. Ts recommended follow up in office with cardiology to investigate further. MRI was not performed. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that there was noise noted. Programming was performed. No adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The health care professional (hcp) had called in for programming magnetic resonance imaging (MRI) protection mode. Technical services (ts) stated that both device and this ra lead were MRI conditional. Ts recommended follow up in office with cardiology to investigate further. MRI was not performed. This ra lead remains in service. No adverse patient effects were reported.